Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): hyperglycaemia hi [hyperglycaemia], novopen 4 is not applying insulin [device failure], novopen 4 is locked [device malfunction]. Case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycaemia hi" beginning on (B)(6) 2018, "novopen 4 is not applying insulin" with an unspecified onset date, "novopen 4 is locked" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2018 due to "type 2 diabetes", novolin r penfill (insulin human) from (B)(6) 2018 due to "type 2 diabetes" (dose and frequency 14 iu, tid), novolin n penfill (insulin human) from (B)(6) 2018 due to "type 2 diabetes" (dose and frequency 22 iu, tid). Patient's height: 155 cm. Patient's weight: (B)(6). Patient's bmi: 35.38. Medical history included type 2 diabetes (duration not reported), neuropathy (for 5 years). Concomitant products included vilija, metripilina, glifage xr (non-codeable). It was reported that since an unknown date novopen 4 was not working properly (was locked) and was not applying insulin. This caused a hyperglycaemia on (B)(6) 2018 and the patient was hospitalised on the same day and until (B)(6) 2018 (until blood glucose dropped to 90mg/dl). It was reported that the patient did not discontinue treatment. It was also reported that the patient used 6mm bd needles, 1 needle per application and did not store the product with attached needle. Action taken to novopen 4 was not reported. Action taken to novolin r penfill was not reported. Action taken to novolin n penfill was not reported. Batch number requested for novolin r penfill and novolin n penfill requested. Batch number of novopen 4 was available. On (B)(6) 2018 the outcome for the event "hyperglycaemia hi" was recovered. The outcome for the event "novopen 4 is not applying insulin" was not reported. The outcome for the event "novopen 4 is locked" was not reported. Investigation result: name: novopen 4. Batch number: evg5402. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Name: novolin r penfill 100 iu/ml. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novolin n penfill 100 iu/ml. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Manufacturer's comment: on 16-jan-2 been returned to novo nordisk (B)(4) for investigation and only very limited "information019": as the device (novopen 4) has not regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. Relevant information on investigation results, action taken with suspect drugs and treatment given are unavailable. With the available limited information device blockage could have led to decreased insulin delivered and contributed to hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of novolin r penfill and novolin n penfill. Reporter comment: patient believes that the adverse event is related to the pen problem. Evaluation summary: product: novopen 4. Batch number: evg5402. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found.